Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited early battery depletion. Device data analysis indicated that the power consumption of this device was increasing over the past year. Replacing the device and returning it for detailed analysis was recommended. To date, this device remains in service. No adverse patient effects were reported.